Manufacturer narrative:
The affected rotaflow drive was sent to germany under: (B)(4) for investigation/repair by the manufacturer emtec. 2019-08-30: the concerned drive was received by maquet 2019-09-03: the failure head error could be confirmed after testing in the service department. Additional a leakage on the rfd holder has been detected. This issue will be handled under complaint: (B)(4). The rotaflow drive has been sent to the manufacturer emtec for repair. Thus the reported failurer head error could be confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available

Event description:
Head error occurs in this rotaflow drive. The same error occurs when connecting this rotaflow drive to another rotaflow console. There is a reproduction of problems.